Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: blood pump. Additional text: intermittent stopping of pump, suspect lead failure. Specific component(s) involved: driveline malfunction. Additional text: suspect internal device lead failure. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: lvad.